Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered a small (e- clip) washer from a previous probe stuck underneath the wash collar preventing the proper vertical alignment of the probe wash assembly. The fse replaced the misaligned probe wipe assembly to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported dried bloody fluid leaked from the unicel dxh 800 coulter cellular analysis system. The volume of the leak is unknown. The leak was contained within the instrument. The operator was wearing glasses, gloves, and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.